Manufacturer narrative:
As no product was returned, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). Qc was performed on the day of the event, and it was acceptable. The customer stated that they expected an operator error, along with not drying the patient's finger before testing. The customer's strips were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. It was alleged that at 8:27 pm, the result on the meter showed "hi" (>600 mg/dl) while at 8:35 pm, the meter result was 274 mg/dl. The result of 274 mg/dl was believed to be correct.